Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/28/2021. Additional information: this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: two empty opened foils packets, one winding former with four needle/suture and four used needles of product code pdpb740 were returned for analysis with the packaging opened. The product code is a control release and each tray contains eight strands. During the visual inspection of the sample, four needles were observed used, since body fluids and marks by use of the surgical instrument were noted, no defects were observed on the swage area and no suture remnant was found into the barrel hole. In order to evaluate the conditions of the returned samples, the swage and attachment area of the four needle/sutures combinations was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the needle was detached from the suture easily. It was a control release needle. There were no patient consequences reported. No additional information was provided.